Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for coil embolization, after deploying the trufill orbit complex 7 x 21 coil, the physician was not satisfied with the position. The coil was withdrawn and the physician attempted to detach the coil again but noted that the coil was stretched. The coil was withdrawn from the patient. Four (4) additional coils were deployed to complete the procedure successfully. The access site for the procedure was femoral. A 6 fr guiding catheter and a prowler 14 microcatheter were used for the procedure. The target lesion was the mid cerebral artery (mca) aneurysm. There was no reported pt injury. Additional info has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.